Manufacturer narrative:
Updated fields- b4, g3, g6, h2, h3 , h6 (type of investigation, investigation findings, component codes , investigation conclusions), h11. A getinge field service engineer (fse) reported that during pm unit was found to have a ground resistance varying between 0.33-0.55 ohms (acceptable value <0.19 ohms). He replaced the reel,ac power cord type b plug. Unit ground resistance now reads 0.15 ohms. Unit passes all tests and calibrations to manufacturer standard. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
Na.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation

Event description:
It was reported that during preventive maintenance of cardiosave intra-aortic balloon pump (iabp), ground resistance was too high. There was no patient involvement.